Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was deformed and extended with dried body fluid present in the helix housing. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break located at the terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the procedure, this right ventricular (rv) lead exhibited high capture thresholds. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected to be returned.